Event description:
The pt experienced increased coccydynia and bilateral lower extremity radicular symptoms. The pump was replaced due to a loss of therapeutic effect. The pump was used to delivery hydromorphone - 2.5 mg/ml and clonidine - 30.0 mg/ml. The pt recovered without sequela.

Manufacturer narrative:
(B) (4).